Event description:
It was reported that customer experienced difficulty using pump because t wake button no longer worked and was later found to be missing. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor coordinated replacement with new pump serial number provided while awaiting device return and further analysis.